Manufacturer narrative:
Device used for treatment, not diagnosis. Corrected data: previously identified this report as associated with an incorrect complaint number and indicated 1 of 1 reports for this complaint. The complaint also involves a screw that was implanted in the hole at which the plate broke. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device is still implanted in patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A mandible resection was performed on the patient on (B)(6) 2013. On (B)(6) 2014, the left mandibular, 7 x 23 hole angled reconstruction plate was determined to be broken posteriorly at a screw hole near the resection. A revision was performed on (B)(6) 2014 wherein a bone graft was taken from the hip and screwed into the jaw where the plate had broken. The patient was not compliant with her prescribed diet, so the plate was not explanted. The patient's jaw was wired shut and expected to remain as such for six weeks at which point the hardware is expected to be removed. This is report 1 of 1 for complaint (B)(4).